Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ("swelling of lower abdomen") in a (B)(6) female patient who had essure (batch no. D60143) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. In january 2017, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), migraine ("migraine type headache") and fatigue ("tiredness"). On an unknown date, the patient experienced depression ("depression worsen"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal distension, menstruation irregular, migraine, fatigue and depression outcome was unknown. The reporter considered abdominal distension, depression, fatigue, menstruation irregular and migraine to be unrelated to essure. The reporter commented: about six months after insertion symptoms started. Physician commented that follow up 6 or more months following essure removal is not available. Physician did not believe that the essure caused or contributed to the occurrence of the events. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-dec-2018 for the following meddra preferred term: abdominal distension analysis in the global safety database revealed 197 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-nov-2018: updated quality safety evaluation of ptc. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 9-nov-2018: the essure device removal questionnaire was received. Patient's details were provided. Essure (ess305) insertion date was on (B)(6) 2016, lot number d60143. The onset date of adverse events (swelling of lower abdomen, migraine type headache, tiredness, irregular menstruation) was in (B)(6) 2017. Essure removal was performed at the patient's request. The essure removal method: salpingectomy. Physician commented that follow up 6 or more months following essure removal is not available. Physician did believe that the essure caused or contributed to the occurrence of the events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: report by physician - essure removal date ((B)(6) 2018). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.